Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported to an allergan representative the event of during injection on unspecified dates with two separate syringes of juvéderm voluma® xc(lot number: vb20a70460) and (lot number: vb20a70501), the needles popped off and the product squirted all over the patients. Patient contact was made. No injury to patients or staff was reported. It is not known if the allergan package needle was used. No indication if this was the initial use of the syringes. This record represents the first syringe juvéderm voluma® xc(lot number: vb20a70460).